Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on 3 occasions due to low blood glucose on (B)(6) 2017 with blood glucose of 33, 36, and 34 mg/dl respectively at the time of the incidents. The customer was also having sensor and transmitter issues. No further information was provided. It is unknown if the customer was wearing the insulin pump during the incidents. Troubleshooting was not completed for the lows, but was completed for the sensor issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in date of event, product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
We have received new information which has been updated on this report to reflect the correct information.

Event description:
Additional information revealed that the customer was on pump therapy during the low incident.